Event description:
It was reported that a spectrum pump alarmed to close door in the emergency room. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the close door alarms. The eval found the door able to latch close with a loaded IV set, however force required to secure the door is above expected levels corresponding with the reported symptom. The door hooks and latch pins were replaced the correct this condition.